Event description:
It was reported that the surgeon "after placing the implant with the gripping device, the surgeon started to mallet the cage into the intervertebral space. After 2 impactions from the malleting, the cage fractured at the rail slot. There was a delay of 15 minutes; the procedure was successfully completed with no adverse consequences for the patient."

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the reported event of back rail breakage of the navigator 10mm x 26mm x 4deg spacer during insertion was confirmed by sales rep report and device inspection. There was a 15 minute surgical delay as a result of the event and no adverse consequences. It was reported that the rail broke after two impactions. Additionally, the manufacturing records of this sample were also reviewed and all units within the lot were inspected and accepted per stryker specifications. Conclusion: back rail breakages have cited the following user errors as causes: excessive force during insertion/impaction of the cage, oversized implant causing greater force during insertion, inadequate discectomy. It is likely that a combination of these causes led to breakage of the implant in this case.

Event description:
It was reported that the surgeon "after placing the implant with the gripping device, the surgeon started to mallet the cage into the intervetebral space. After 2 impactions from the malleting, the cage fractured at the rail slot. There was a delay of 15 minutes; the procedure was successfully completed with no adverse consequences for the patient."